Event description:
A 5fr drainer centesis catheter being used for paracentesis when the drainer sheath detached from the syringe hub. The sheath became dislodged in the patient's abdominal cavity. Retrieval attempts were unsuccessful and surgical intervention was recommended for removal. The patient died before surgical intervention due to admitting diagnosis. Dates of use: (B)(6) 2017. Diagnosis or reason for use: paracentesis.